Event description:
It was reported that during surgery the device had a damaged comb. There was no noted harm or delay in the procedure. During product evaluation, the cutter failed the test cut. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the cutter failed the test cut. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00756-1 0001526350-2023-01429 0001526350-2023-01430 0001526350-2023-01432 e1 telephone number: (B)(6). G2 country: (B)(6).